Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High thresholds were observed on this lead. An x-ray shows that the lead may have moved, and it was reported that minor dislodgement is a possibility. However, this has not been confirmed, and no surgical intervention has been performed or scheduled. No adverse patient events were reported. Should additional information become available, this file will be updated.